Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that the cord was cut exposing the wires and the base plate broken off housing. It was observed that the cut/hole in cord was due to mishandling of the device by allowing the cord to come in contact with a sharp object which punctured the cord or exerted extreme force on the cord during cleaning or use. It was further determined that the issue regarding the base plate broken off housing was consistent with mishandling by dropping or hitting the device against something, breaking the base plate off the housing. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cord of the foot control device had exposed wires and the housing was damaged. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.